Event description:
It was further reported that the vascular access site was radial. The lesion was moderately to severely calcified. The balloon was used for predilatation. The emerge, mr, ous 8mm x 1.20mm ruptured at eighteen atmospheres on the first inflation. The device was removed intact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a non calcified and moderately tortuous right coronary artery. The emerge, mr, ous 8mm x 1.20mm was inflated and ruptured at eighteen atmospheres. The number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).